Manufacturer narrative:
It was reported that a complete atrioventricular block cavb occurred during deployment of navitor valve. Information from field indicated that the valve was implanted at a depth of 1 mm at non-coronary cusp (ncc), shallow than the optimal implant depth of 3 mm, which may have contributed to the reported heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the exact cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported intervention was a result of case-specific circumstances as a temporary pacemaker was inserted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on 10 march 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The perimeter of annulus 69mm, effective orifice area was 352.9cm2 and length of the membranous septum was 0.4mm. There was no calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). During procedure, while 80% deployment, a complete atrioventricular block (cavb) had occurred and a pacing was performed until final placement and a temporary pacemaker was inserted. The valve was implanted at a depth of 1mm at non-coronary cusp (ncc) and 4.5mm at left coronary cusp (lcc). The patient was monitored while leaving the room. The patient was reported hospitalized.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The perimeter of annulus 69mm, effective orifice area was 352.9cm2 and length of the membranous septum was 0.4mm. There was no calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). During procedure, while 80% deployment, pacing was performed until final placement and a temporary pacemaker was inserted. The valve was implanted at a depth of 1mm at non-coronary cusp (ncc) and 4.5mm at left coronary cusp (lcc). The patient was monitored while leaving the room. The patient was reported hospitalized. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The perimeter of annulus 69mm, effective orifice area was 352.9cm2 and length of the membranous septum was 0.4mm. There was no calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). During procedure, while 80% deployment, a complete atrioventricular block (cavb) was occurred and a pacing was performed until final placement and a temporary pacemaker was inserted. The valve was implanted at a depth of 1mm at non-coronary cusp (ncc) and 4.5mm at left coronary cusp (lcc). The patient was monitored while leaving the room. The patient was reported hospitalized. Additional information from japan tht registry: this complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 25mm navitor vision valve was implanted. On an unknown date, the patient expired due to a cerebral hemorrhage.

Event description:
It was reported that on 10 march 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The perimeter of annulus 69mm, effective orifice area was 352.9cm2 and length of the membranous septum was 0.4mm. There was no calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). During procedure, while 80% deployment, a complete atrioventricular block (cavb) was occurred and a pacing was performed until final placement and a temporary pacemaker was inserted. The valve was implanted at a depth of 1mm at non-coronary cusp (ncc) and 4.5mm at left coronary cusp (lcc). The patient was monitored while leaving the room. The patient was reported hospitalized.additional information from japan tht registrythis complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry, no further details have become available for this event.it was reported through the tht registry from japan that on (B)(6)2025, a 25mm navitor vision valve was implanted. On an unknown date, the patient expired due to a cerebral hemorrhage.

Manufacturer narrative:
An event of heart block, bleeding, and death were reported. A more comprehensive assessment could not be performed as limited information was provided, including that the device was not returned for analysis. Based on the information available, the cause of the reported death cannot be conclusively determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.